Event description:
According to the initial reporter, femoral access, sheath placed to suprarenal ivc, filter loaded but not deployed originally. Once filter loaded into the sheath, as [the physician] was pulling down the sheath to infrarenal location, the sheath got ¿stuck¿ and patient complained of pain. Tried to reposition sheath but the sheath could not be pulled down further. Then the hook of filter was exposed and subsequently filter partially deployed, in suprarenal location. Then [the physician] got ij access and was able to retrieve the filter from suprarenal location. Some fibrinous material was seen around the hook of the filter. Then [the physician] exchanged for a new filter sheath, deployed a new filter in infrarenal location without difficulty.